Event description:
Terumo pinnacle 4 french femoral sheath stopcock is missing safety function that prevents stopcock flow control arm from falling out. This caused the valve to move out of place under pressure and prevent flow and patient monitoring.